Manufacturer narrative:
H.6. Investigation: sample was received and one photo was forwarded to the manufacturing site and evaluated. The photo showed a loose empty 5ml syringe with its plunger extended to the nominal capacity line. A lengthwise crack was observed to be present in the barrel between approximately 1ml and 4.5ml grade lines outside the scale markings. Potential root cause for the barrel cracked defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0213256 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 5ml ll euro 125 s/c was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: during the withdrawal of ppi water for reconstitution of a vidaza vial, a crack in the body of a syringe was detected. No clinical consequence for the operator or the patient. Consequences: retention of the defective syringe and quarantine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll euro 125 s/c was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: during the withdrawal of ppi water for reconstitution of a vidaza vial, a crack in the body of a syringe was detected. No clinical consequence for the operator or the patient. Consequences: retention of the defective syringe and quarantine.